Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since there was no problem with the subject device, it is presumed that the phenomenon occurred because the power cord was disconnected or the power supply malfunctioned. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the initial device evaluation, the device was found to have a dark screen during power up. A test cp board was used to confirm the functionality of the rest of the device. After returning the original board, the device functioned as intended and no additional issues were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The local sales representative reported that out of the box, the touch screen on the asset device was blank and there was no video signal present at all the video outputs. The sales representative further reported that he tried multiple video cables, but with no success. There was no adverse event reported.